Event description:
The end user alleges that the arm fell off on a (B)(4) power chair. One for the arm pad and one for the hand to rest on. The hand piece is the part that fell off but the metal is sticking up and exposed.